Event description:
It was reported that during a knee total placement procedure, unsure if both blades probably hit metal and therefore broke. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.